Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the video received pcb. The display functions properly. The stm completed all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer. The initial reporter named is a getinge employee whose contact details are: telephone number (B)(6), which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had a display issue. The data was not visible on the lcd, there was a "waterfall" appearance. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had a display issue. The data was not visible on the lcd, there was a "waterfall" appearance. There was no patient involvement, and no adverse event reported.